Manufacturer narrative:
The reported event is confirmed. The root cause was unknown. The ureteral stent was returned with the opened original packaging. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." The actual/suspected device was inspected

Event description:
It was reported that upon opening the package, there was a fracture on the stent. Per follow-up information received via ibc on 18nov2021, patient stated that they noticed the fracture upon opening the package and it was unknown how the fracture occurred. No information regarding any damage on the outer box. It was not used on the patient and there was no impact to the patient.

Event description:
It was reported that upon opening the package, there was a fracture on the stent. Per follow-up information received via ibc on 18nov2021, patient stated that they noticed the fracture upon opening the package and it was unknown how the fracture occurred. No information about if there was any damage on the outer box. It was not used on the patient and there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.